Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467 (software version: (B)(6)). Device UDI number unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system intermittently becomes unresponsive then soft reboots in the select surgeon screen. It was noted that this does not happen every time. There was no patient present when this issue was identified. Troubleshooting noted that the hard-drive space was at 67% used and 33% free at the time.

Manufacturer narrative:
Software analysis completed by medtronic software analysis team. No conclusions could be made without further information. Customer has refused further troubleshooting as they are upgrading their system. If information is provided in the future, a supplemental report will be issued.